Event description:
It was reported that a sharp molding defect on the bd¿ oral syringe cut the patient's mouth when administering amoxicillin. The following information was provided by the initial reporter: "consumer reported received 1 syringe from pharmacy for baby's oral amoxicillin medication. First time use administrated the medication in baby's mouth and sharp piece at the opening of the oral syringe cut the baby's mouth resulting in bleeding. Caller will visit baby's doctor for medical questions. Caller will visit with pharmacy to obtain a new oral syringe".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that a sharp molding defect on the bd¿ oral syringe cut the patient's mouth when administering amoxicillin. The following information was provided by the initial reporter: "consumer reported received 1 syringe from pharmacy for baby's oral amoxicillin medication. First time use administrated the medication in baby's mouth and sharp piece at the opening of the oral syringe cut the baby's mouth resulting in bleeding. Caller will visit baby's doctor for medical questions. Caller will visit with pharmacy to obtain a new oral syringe."